Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had triggered a lead safety switch from bipolar to unipolar configuration due to intermittent high out of range pacing impedance greater than 2000 ohms. There were observations of the minute ventilation (mv) sensor oversensing the high impedances and switching vectors due to signal artifact monitoring episodes. An x-ray was performed and indicated that the terminal pin was past the connector block. It was noted that myopotential noise was seen when in unipolar configuration. Technical services recommended consider programming unipolar pace bipolar sense to help mitigate the issue. The system remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had triggered a lead safety switch from bipolar to unipolar configuration due to intermittent high out of range pacing impedance. There were observations of the minute ventilation (mv) sensor oversensing the high impedances and switching vectors due to signal artifact monitoring episodes. An x-ray was performed and indicated that the terminal pin was past the connector block. It was noted that myopotential noise was seen when in unipolar configuration. Technical services recommended programming unipolar pace bipolar sense to help mitigate the issue. The system has been explanted and the pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had triggered a lead safety switch from bipolar to unipolar configuration due to intermittent high out of range pacing impedance. There were observations of the minute ventilation (mv) sensor oversensing the high impedances and switching vectors due to signal artifact monitoring episodes. An x-ray was performed and indicated that the terminal pin was past the connector block. It was noted that myopotential noise was seen when in unipolar configuration. Technical services recommended programming unipolar pace bipolar sense to help mitigate the issue. The system has been explanted and the pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had triggered a lead safety switch from bipolar to unipolar configuration due to intermittent high out of range pacing impedance. There were observations of the minute ventilation (mv) sensor oversensing the high impedances and switching vectors due to signal artifact monitoring episodes. An x-ray was performed and indicated that the terminal pin was past the connector block. It was noted that myopotential noise was seen when in unipolar configuration. Technical services recommended programming unipolar pace bipolar sense to help mitigate the issue. The system has been explanted and the pacemaker has been returned for analysis. No additional adverse patient effects were reported.